Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited electromagnetic interference (emi) oversensing resulting in false tachycardia episode. No changes or intervention was reported. The patient was in stable condition.